Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow up report will be send upon conclusion.

Event description:
It was reported that during an unspecified procedure, the user discovered that one of the wires were broken at the moment they were trying to catch the stone with the basket. Details of the event are not clear however, no further information was provided, additionally questions have been sent to the customer to provide more information.

Manufacturer narrative:
A review of the complaint history, device history record, documentation, quality controls, and specifications was conducted during the investigation. The device was not returned to assist with the investigation. Based on the investigation evaluation, there is no indication that a design or process related failure mode contributed to this event. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. A review of the device history record did not observe any non-conformances that may have contributed to this incident. Additionally, no other complaints have been associated with the failure mode of this complaint device's lot number. Based on the information provided, the root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.